Event description:
The dealer states that the right caster is off of the ground, the dealer gave it to the patient anyways and the patient called and states they cannot use it it is pulling to one side.

Manufacturer narrative:
Product was returned and evaluated. Original issue of the wheelchair having a caster issue and 3 wheeling was found to be inaccurate. The wheel chair frame was found to be ok , within specs, however the wheelchair pulled to the right. The unit was scrapped.

Event description:
Chair was evaluated and found that it does not 3 wheel, the frame was ok, however the chair pull to the right the dealer states that the right caster is off of the ground, the dealer gave it to the patient anyways and the patient called and states they cannot use it it is pulling to one side.

Manufacturer narrative:
Follow up to be sent if additional information is received